Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to myopotential noise and oversensing. X-rays were performed in order to assess the system position. The system was reprogrammed into the secondary vector. This system remains in service. No further adverse patient effects were reported.